Manufacturer narrative:
Results and conclusion summation-similar reports on returned devices typically shows that guidewire tip damage of this nature may happen when the core is subjected to tensile or torsional loads beyond its design limits causing the distal tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling torquing and manipulation. In this case, the lesion was heavily calcified. The wire tip could have become trapped in or on calcification in the lesion during attempts to cross. Although it is most likely the separation is the result of case circumstances, a conclusive root cause of the reported product experience cannot be determined.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: separated guidewire tip requiring surgical intervention. Device issue: separated guidewire tip. It was reported that during use of the device to treat a heavily calcified bifurcation lesion located in the diagonal and left anterior descending(lad), the guide wire tip became stuck in the diagonal and broke off. The guide wire was the only device that had been advanced during the procedure. Attempts to snare the separated tip were unsuccessful. The patient was sent to surgery where the guidewire tip was removed successfully. The patient also had a lima to the lad. Patient reported to be doing well. No additional event or patient information is available.